Event description:
Pt was being raised on a saf-lift to monitor pt weight. The pt fell forward and the two cna caught the pt from falling. The seat broke loose from the lower arm of the lift. The 21yr old had neck and back strains. The 24yr old had back and muscle strains.